Event description:
Ventilator alarmed with volumes low and went inoperative. No significant clinical changes in pt as a result of this malfunction. Ventilator removed from pt; without complications. Pt set-up on another ventilator.